Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure devices") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent davinci bilateral salpingectomy, partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. No further causality assessment were provided for the product. Diagnostic results: she underwent intraoperative x-ray. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure devices') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent davinci bilateral salpingectomy, partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. Diagnostic results: she underwent intraoperative x-ray. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event menorrhagia was added. Reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure devices') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and perineal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia"), headache ("headaches") and peripheral swelling ("swollen legs"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent davinci bilateral salpingectomy, partial coronectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, headache and peripheral swelling outcome was unknown. The reporter considered device dislocation, headache, menorrhagia and peripheral swelling to be related to essure. The reporter commented: patient performed a dye test on date (B)(6) 2014. Diagnostic results: she underwent intraoperative x-ray. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: pfs received. Ne events added: headaches and swollen legs. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure devices") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent davinci bilateral salpingectomy, partial coronectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results: she underwent intraoperative x-ray. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.